Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a rf3000 radiofrequency generator was used during a radiofrequency ablation (rfa) procedure in the liver performed on (B)(6) 2013. According to the complainant, during the procedure, power supply of the generator suddenly fell. The generator was rebooted to continue the procedure without complications. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Investigation results - the device was returned to the bsc (B)(4) technical service center. The generator was subjected to functional testing, including a display check, an error display check and an output accuracy check; no issues were found. Electrical safety testing included leak electric current measurements, grounding resistance measurements, input electric current measurements, and a drop test. No issues were found. The condition of the returned device was not consistent with the complaint that the generator's power supply failed several times during the procedure; the complaint was not confirmed. The device showed neither evidence of the alleged issue nor any defect which could have contributed to the event.

Manufacturer narrative:
(B)(4) for the reported event of generator power down issue. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a rf3000 radiofrequency generator was used during a radiofrequency ablation (rfa) procedure in the liver performed on (B)(6) 2013. According to the complainant, during the procedure, power supply of the generator suddenly fell. The generator was rebooted to continue the procedure without complications. There were no patient complications reported as a result of this event. Additional information received: the patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a rf3000 radiofrequency generator was used during a radiofrequency ablation (rfa) procedure in the liver performed on (B)(6) 2013. According to the complainant, during the procedure, power supply of the generator suddenly fell. The generator was rebooted to continue the procedure without complications. There were no patient complications reported as a result of this event. Additional information received: the patient's condition at the conclusion of the procedure was reported to be stable.